Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 17.9 mmol/l at the time of the event. Troubleshooting was performed. The prime test passed. A tubing clamp was not available to perform the high pressure test. The customer stated that the weather was very hot and may have damaged his insulin. Nothing further was reported.